Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one guidewire and one introducer needle were returned for evaluation. The guidewire was returned inside the introducer needle. A bend and stretching was noted at the distal end of the guidewire, just proximal to the needle hub. Blood and residue were noted throughout. The guidewire could not be advanced through the needle. Therefore, the investigation is confirmed for the reported guidewire insertion issue, specifically due to a frayed guidewire. It is likely that the identified bend occurred as a result of the damage that caused the guidewire to fray. This damage to the guidewire likely contributed to the reported event, as the guidewire fraying/unraveling would make it difficult to advance through the needle. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Possible contributing factors include insertion technique and retraction against the introducer needle bevel. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiration date: 03/2020.

Event description:
It was reported that the guidewire was allegedly unable to advance through the 18g introducer needle. Another manufacturer's guidewire was used to complete the procedure. There was no reported patient injury.